Event description:
Tip of screwdriver shaft broke off while implanting cup screw.

Manufacturer narrative:
The device associated with this report was not returned. The vendor date code a0510 indicates the instrument was manufactured in may of 2010. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.